Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number. Medical records review: medical records received. Based on a review of the medical records provided: a vena cava filter was indicated for patient with progressive dvt on anticoagulation with factor v leiden deficiency and recent pe. The filter was successfully deployed without complications. Ten days post filter deployment, the patient presented to the ER with complaints of shortness of breath, chest pain, right leg pain and abdominal pain. A CT scan demonstrated no acute pe and the apex of the filter against the right lateral wall of the ivc and filter limbs extending beyond the wall of the ivc. There was no retroperitoneal hematoma, and no evidence of thrombus within the filter or ivc. The vascular surgeon felt that no acute interventions were needed with the filter, and the patient was discharged home the same day in stable condition. Approximately 16 months post filter deployment, the patient presented to the ER with complaints of left sided chest pain and stated that anticoagulant therapy had been stopped for several months. A CT scan demonstrated a pe. The patient was admitted to the hospital for five days and discharged home in stable condition. Approximately two years post filter deployment, a CT scan demonstrated the apex of the filter extending outside of the cava lumen and one filter limb extending into the abdominal aorta. No retroperitoneal hematoma or extravasation was seen. The decision was made to leave the filter in place. Approximately four years post filter deployment, vascular surgery consulted with the patient and stated that the best option for the patient is continued monitoring of the ivc filter position. Approximately six years post filter deployment, a CT scan showed no change in appearance of the ivc filter, and no evidence of aortocaval fistula or retroperitoneal hematoma. Conclusion: based on the medical record review, filter tilt and perforation of the ivc can be confirmed. As there was no mention of limb detachment, filter migration, or an attempted retrieval attempt, the investigation is inconclusive for detachment of device, filter migration, and difficult to remove. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that after an unknown amount of time post vena cava filter deployment for a history of dvt and pe, allegedly the filter migrated to the heart; was tilted and embedded in the ivc wall; was unable to be retrieved and caused bleeding. Based on a review of medical records received from the patient, it was identified that a vena cava filter was deployed successfully for a history of dvt and pe while on anticoagulation with factor v leiden deficiency. Approximately ten days post filter deployment, patient presented to the ER with complaints of shortness of breath, chest pain, right leg pain and abdominal pain. A CT scan demonstrated the filter apex against the ivc wall and filter limbs extending beyond the ivc wall. The decision was made to leave the filter in place. Approximately 16 months post filter deployment, the patient presented to the ER with complaints of left sided chest pain. A CT scan demonstrated a pe. The patient was admitted to the hospital for five days and discharged home in stable condition. Approximately two years post filter deployment, a CT scan demonstrated the apex of the filter extending outside the confines of the ivc wall and a limb extending into the abdominal aorta. There was no hematoma or extravasation identified. The decision was made to leave the filter in place. Approximately six years post filter deployment, a CT scan showed no change in appearance of the filter, and no evidence of aortocaval fistula or retroperitoneal hematoma.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time following post filter deployment; the date of the event was not provided, reportedly imaging demonstrated filter migration with a detached filter limb perforating the abdominal aorta. No other pertinent medical information was provided surrounding the events. There was no reported filter retrieval attempt made. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. The investigation is inconclusive for the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After five days later post filter deployment, the patient experienced abdominal pain, computed tomography scan of abdomen without contrast was performed which showed there was an inferior vena cava filter in standard position centered near the l2 level without adjacent hemorrhage. After five days, computed tomography scan of abdomen and pelvis with contrast was performed which showed an inferior vena cava filter was present since the prior exam the filter has become significantly tilted in the inferior vena cava with the tip of the filter now against the right lateral wall of the inferior vena cava. The filter remains in an infra renal position. At least 2 legs of the filter extend beyond the wall of the inferior vena cava on the left. At least one leg of the filter appears to extend beyond the wall of the inferior vena cava on the right. No retroperitoneal hematoma. The interval change in filter position may result in suboptimal filter performance. Clinical correlation advised to determine the need for insertion of a new filter. On the next day, computed tomography scan of chest with contrast was performed which showed inferior vena cava filter now changed in position since prior exam. Filter was tilted and may be less effective. Three struts extend through the inferior vena cava wall. No retroperitoneal hematoma. No clot in inferior vena cava or iliac veins. After ten days, four views of abdomen, including posteroanterior chest view was performed which showed an abnormally tilted inferior vena cava filter was again demonstrated, not significantly changed in configuration since with previous computed tomography exam. After one year and four months, the patient experienced chest pain with history of pulmonary embolus. After one-year, computed tomography scan of abdomen and pelvis with intravenous contrast was performed which showed inferior vena cava filter with apex below the level of the renal veins but extending beyond the lumen of the inferior vena cava. In addition, the limbs of this inferior vena cava filter extend through the lumen of the cava with one limb extending posterior to the aorta. There was one metallic limb which appears to extend immediately anterior and possibly through the anterior wall of the abdominal aorta. After one month, one view of abdomen was performed which showed inferior vena cava filter unchanged in position but with tilted axis and superior tip at l2 level. After one month, the patient experienced abdominal pain and history of abnormal position of inferior vena cava filter, computed tomography of abdomen and pelvis without intravenous contrast was performed which showed the inferior vena cava filter on the previous exam remains in place with position unchanged, the apex of the filter at the level of the l2 disc space, projected outside the contour of the inferior vena cava, lying along the posterior margin of third portion of duodenum, not abutting the duodenum. The struts of the filter protrude from the medial aspect of the inferior vena cava more caudally, with one strut projected in the abdominal aorta at the level of l2 disc space, appearance unchanged. There are additional struts that lie along the anteromedial and posteromedial margins of the abdominal aorta just above the level of the lma, appearance unchanged. Another strut lies along the posterior margin of the fourth portion of duodenum. The filter lies below the level of both renal veins. No retroperitoneal hematoma was seen. There was no infiltration of fat about the filter to suggest leak from the inferior vena cava or the abdominal aorta. There was no infiltration of fat about the duodenum to suggest bowel perforation. The position of the filter was unchanged from the previous exam. The tilt of the filter with the apex to the right and struts to the left was unchanged. After eleven months, computed tomography scan of abdomen and pelvis with contrast was performed which showed an inferior vena cava filter was identified with its apex just inferior to the inflow of the right renal vein. Several of the tines of the filter protrude beyond the inferior vena cava wall. One of the tines also protrude chest pain on medial wall of the abdominal aorta. After nine months, computed tomography of abdomen and pelvis with intravenous contrast was performed which showed inferior vena cava filter remains in place, tilted slightly to right in coronal plane, amount of angulation unchanged, no obvious fractured struts, but with apex of filter lying externally along right lateral margin of inferior vena cava at level of l1 disc space, and with struts protruding medially about mid abdominal aorta just above level of ima origin, appearance unchanged. One strut was identified within right lateral margin of infra renal abdominal aorta, appearance unchanged, no extravasation of contrast, as noted above, and no intimal flap. After two months, computed tomography of abdomen without contrast was performed which showed there was an infra renal inferior vena cava filter. There was a superior hook, compatible with a retrievable filter. This filter was markedly tilted, approximately 34 degrees to the patient's right. The apex of the filter and proximal aspect of the filter legs appear to have penetrated the right lateral caval wall. Multiple distal filter legs have penetrated the caval wall as well. This was most pronounced medially and laterally, with one leg abutting and probably penetrating the antero right lateral aortic wall. The appearance of the filter was minimally changed compared to prior examination. After one year and eleven months, the patient experienced abdominal pain, computed tomography scan of abdomen and pelvis with intravenous contrast was performed. An inferior vena cava filter was present. Several of the tines project beyond the lumen of the inferior vena cava. This was entirely unchanged in appearance comparing with the previous exam. One of the tines abuts the right lateral wall of the abdominal aorta. This was also unchanged. No evidence for aortocaval fistula was seen. No retroperitoneal hematoma was seen. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter migration, filter detachment, and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for a history of deep vein thrombosis and pulmonary embolism. At some time post filter deployment, allegedly the filter migrated to the heart; was tilted and embedded in the ivc wall; was unable to be retrieved and caused bleeding. Approximately ten days post filter deployment, patient presented to the ER with complaints of shortness of breath, chest pain, right leg pain and abdominal pain. A computed tomography scan demonstrated the filter apex against the ivc wall and filter limbs extending beyond the ivc wall. The decision was made to leave the filter in place. Approximately 16 months post filter deployment, the patient presented to the ER with complaints of left sided chest pain. A computed tomography scan demonstrated a pulmonary embolism. The patient was admitted to the hospital for five days and discharged home in stable condition. Approximately two years post filter deployment, a computed tomography scan demonstrated the apex of the filter extending outside the confines of the ivc wall and a limb extending into the abdominal aorta. There was no hematoma or extravasation identified. The decision was made to leave the filter in place. Approximately six years post filter deployment, a CT scan showed no change in appearance of the filter, and no evidence of aortocaval fistula or retroperitoneal hematoma. The current status of the patient is unknown.